Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with insulin pump. Customer's blood glucose value was 450 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. There were no leaks or air bubbles. Customer declined to check for site or insulin issues, and settings. Customer also declined high pressure test. Customer was not able to access bolus wizard, it was found that block mode was activated and customer was assisted in turning block mode off.